Event description:
Pt reportedly required skin grafts from an allergic reaction to a simplicity mask. Pt experienced minor skin irritation from 2 respironics masks prior to using simplicity, it is unclear how long any of the masks were used prior to a reaction or whether irritated skin was allowed to heal between masks. No further info was provided.